Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified component of a large volume folfusor was cracked. This issue was discovered prior to patient use. The device was filled with piperacillin 12g/tazobactam 1.5g 250 ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: the event was observed when unpacking the transportation box. H4: the lot was manufactured from january 22, 2019 - january 23, 2019. H10: the actual device was received for evaluation. A visual inspection performed using the naked eye noted fluid inside a bag that contained the device. When the device was removed from the bag, the cause of leak inside the bag was found to be an untightened blue winged cap. The cap thread was not exposed. White marking and signs of surface roughness were not observed inside the cap when inspected under the microscope. No evidence of a crack was found on the folfusor device. All components of the device were found to be within specification. A functional leak test was performed by filling the unit with green colored water. After fill and prime, to ensure the blue winged cap is securely connected, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was being monitored until the next day. The next day, no signs of leak were observed. The reported crack was not verified; however a leak was found. The cause of the untightened cap could not be determined; however, the most probable cause was due to an user error by not tightening the blue winged cap. The product labeling, instructions for use (IFU) indicates the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.